Event description:
It was reported that a patient presented in-clinic. Upon trying to use the vibratory alert feature of the patient's implantable cardioverter defibrillator (ICD), the ICD's vibratory notifier feature was unable to be activated. Damage due to magnetic resonance imaging was suspected as the cause of the malfunction. No intervention was performed and the patient will continue to be monitored remotely for ICD alerts. The patient was stable throughout and no symptoms were reported.